Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The insertion site was at thigh. The blood glucose level at time of incident was around 300 mg/dl and 150 mg/dl at the time of reporting and the patient was treated with insulin pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.